Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that the tubing separated from the main body of the transfer set while filling/draining. The set had been used for 90 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to connection issue. Set was visually inspected and noted that the tubing as disconnected from the twist clamp and had come off. The set was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted (hemostat closed off end of silicone tubing where parts was separated). No manufacturing abnormalities were noted during visual inspection. The complaint was confirmed in the lab for connection issue. The tubing is held on the dark blue connector by friction fit over multiple barbs with a matte finish in between. There was no indication that the luer connector or tubing in this case was damaged or abnormal. No definite root cause was determined during the plant evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.